Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To day it has not been received for evaluation. Additional questions in regard tot he incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. A visual examination of the incident device revealed tissue between the jaws. The jaw opened and closed normally when the handle was activated and the knife extended and retracted normally when the trigger was activated. The incident device was found to function within specification. Additional testing was done by performing multiple seals of various sizes on porcine tissue and all seal cycles were completed satisfactorily. We were unable to confirm the customer's report based on our testing of the returned device.

Event description:
The customer reported that hemostasis was not working and the jaws were sticking to tissue. Clips were used to complete the procedure without incident. The procedure time was increased by approximately 30 minutes. There was no pt injury. End tones, indicating a completed seal cycle, were provided by the generator when it was reported that hemostasis was not working.